Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: a review of the pump¿s black box showed no alarms outside of normal use. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged the pump emitted a call service 050 alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.